Event description:
A malfunction involving code malf 16 was reported. There was no reported impact on the customer's blood glucose level. Technical support confirmed the pump was in warranty and proceeded with sending a replacement. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery would continue uninterrupted. Additionally, the customer understood and acknowledged instructions on placing the faulty pump in storage mode and returning it with a pre-paid label within 10 days.